Event description:
Staff noticed air was getting into the blood circuit, while troubleshooting the problem. The leak was traced to the fistula needle on the arterial side. The fistula needle was replaced and patient treatment continued with no adverse effect.